Event description:
The customer contacted stryker to report that the device had logged an event code in the memory related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.